Event description:
As reported on a voluntary medwatch: the surgical staff reported that during an aneurysm repair procedure it was noted that the vascular graft had several areas in it that leaked and had to be pledgeted during the case. The surgeon eventually opted to remove this portion of the graft. The graft was then replaced without incident. It was further reported that there was no injury to the patient, however, the event did cause a slight delay to the procedure.

Manufacturer narrative:
Being investigated. Awaiting product return. Method: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. This review also evidenced that all of the units produced within this batch passed permeability testing per internal procedures. Results: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against the batch. (B)(4).